Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported partial clip movement appears to be related to the patient morphology/anatomy (p2- flail). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report clip movement post clip implantation. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted, reducing mr to 2. To further reduce mr, a second clip was advanced to the mitral valve leaflets, however during placement of the second clip, there was clip movement with the first implanted clip, half of the posterior leaflet came out of the clip. A third clip was implanted between the first and second clip, to stabilize the first clip; reducing mr to 1. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.